Event description:
It is reported that while implanting a size c tibial component, the surgeon breach the anterior cortex with the tibial drill.

Manufacturer narrative:
This report will be amended when our investigation is complete.